Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Device history records review was conducted. The report indicates that: DHR review for: part# 03.632.001; supplier lot# 6611821; synthes lot# 6611821; release to warehouse date: 29-july-2011; supplier: (B)(4). Review of the device history record(s) showed that there are potential issues during the manufacture of the product that would contribute to this complaint condition. Part 03.632.001 lot 6611821 contained ncr/scar (B)(4) for the following features: feature 4: 6.410/6.500 thread major diameter; feature 7: thread form. As both features relate to the device tip, which failed, relevance to the complaint condition cannot be determined until the product is returned for investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during a lumbar fusion procedure on an unknown date, the thoracic pedicle probe was severely kinked (slight bent at distal end of the probe). This was probably due to hard bone. In addition, some of the threads on the tip of the distal end of the holding sleeve-standard for matrix came off. No fragments fell into the patient. There was no surgical delay and the procedure was completed successfully with a similar instrument. No adverse events or medical intervention occurred during the procedure. Patient outcome is stable. This complaint involves (1) devices. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was performed. During a lumbar fusion procedure on an unknown date, the thoracic pedicle probe was severely kinked (slight bent at distal end of the probe). In addition, some of the threads on the tip of the distal end of the holding sleeve-standard for matrix came off. No fragments fell into the patient. The returned matrix holding sleeve was confirmed to be broken at the distal tip. There is a semicircular piece missing from the tip. The device has general surface wear which does not impact functionality. A visual inspection, drawing review and DHR review were performed as part of this investigation. Replication of the complaint condition is not applicable as the holding sleeve is already broken. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. No definitive root cause was able to be determined. The failure is likely related to excessive force during use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.